Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Reported event was confirmed by pumps serial readouts analysis which revealed can-bus interruption and watchdog events. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. The processor board need to be replaced to solve the problem. The part has been put on order. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump and s5 double roller pump used on a s5 system displayed motor control failure error messages during priming. There was no patient involvement.